Event description:
Pt with a total knee replacement was revised to a revision total knee system. Reason for revision is unk.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to spec.